Event description:
The following has been reported: "it was reported that the patient was using noradrenaline (20x8 ml/hour). The equipment exploded where it was connected to the infusion pump and a fireball came out and fell on the patient's bed, burning the side of the pillow and spreading soot on the bed. Patient and staff were not affected. The patient was undergoing hemodialysis, which had to be interrupted." An evaluation was carried out by the local department, who is qualified by the fresenius kabi production unit. A technical assessment of the equipment was carried out and our analysis revealed that the fire apparently started on the outside of the equipment, precisely where the power cable is inserted. As the incident originated from an external cause, not directly from the equipment, it was not possible to determine the cause of the incident, as it was an external cause. We analyzed the interior and it showed no signs of burning in its components. We replaced the charging compartment of the equipment that had been damaged, and it worked perfectly with all its specifications. Reporting due to the referenced issue as a conservative measure. No injuries to patient or user were reported. More information is needed to complete the investigation.